Event description:
It was reported that during a meniscal repair surgery the fast-fix 360, after t1 was implanted, t2 fell off. Finally, t2 was removed out and a backup device was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint reads ¿after t1 was implanted, t2 fell off¿. The device is used. There is no obvious disfigurement or damage to the device. T1 was not returned. T2 was returned still attached to a small portion of frayed suture taped to the paperboard product carrier. The device cycled and actuated successfully. No mechanical problem was found with the device returned. No root cause related to the manufacture of the device can be confirmed.